Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the battery died, settings in the device were lost. Customer had high blood glucose. Customer's blood glucose was 333 mg/dl. Customer's blood glucose at time of call was 503 mg/dl. Customer had changed the set and delivered bolus. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.